Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16: checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose (bg) level exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. Along with high bg levels, he had large keytones. After changing the pod, bg levels came down, however, the patient's keytones remained large and he felt sick. An emergency room visit was made and patient was treated with intravenous fluids. A diagnosis of hyperglycemia, due to the previous pod, was made. The new pod was worn the entire time, while at the ER. (B)(6).